Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results

Event description:
As reported, after connecting to patient, this hemosphere fore-sight oximetry cable the sto2 values were falling without any explanation from 70% to 20%. No error message was displayed. Patient was not treated according the wrong values. The cable was changed and the sto2 value was the expected one (70%). There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of incorrect measurement was confirmed. From visual inspection no defects were found. The foresight oximetry cable was connected to a known good unit hemtom10 module in a known good unit hem1 monitor and it was seen that the values dropped down. The fault message "sto2 a1 - sensor off" popped up when still connected. For channel 2, led color was green and sto2 values were obtained correctly. No further evaluation could be performed. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the product evaluation, the issue of unstable values was confirmed through internal testing. There was no external damage observed, but the issue can be confirmed through internal failure on the cable. There was no related manufacturing nonconformance found through investigation and DHR review. This is likely due to handling of the cable by the user which led to internal failure.